Manufacturer narrative:
Manufacturer's product support engineer (pse) evaluated the unit and verified the reported issue. Pse replaced the unit's power switch overlay to resolve the reported issue. Pse also replaced the following parts on the unit for preventative maintenance (pm): air inlet filter, cooling fan filter, oxygen inlet filter, blower, cooling fan, tubing kit, and battery. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had led indicator faulty. The customer reported there was no patient involvement.